Manufacturer narrative:
The presence of corrosion in the motor and the damage in the tps assembly were identified as the probable cause of the reported bias current error.

Event description:
It was reported that during testing conducted at the manufacturer facility, the saw caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.